Event description:
The biomedical engineer reported that the admit, discharge, transfer, and change device buttons are all greyed out, and all review historical data is missing on the central nurse's station (cns). The device alarms for the real time monitoring as it is supposed to. There are live waveforms going across the screen. All the beds are locally filed. After performing a restart the data comes back, and all the functions work normally. The cns still saves review data while the device is having the issue. Nihon kohden tech service confirmed by checking the review data after the restart and for the times the issue was occurring. When you go to network information, the host table is blank. During all this the live waveforms still come across. The users do not know the issue happens until they try to use some of the features mentioned. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the admit, discharge, transfer, and change device buttons are all greyed out, and all review historical data is missing on the central nurse's station (cns). The device alarms for the real time monitoring as it is supposed to. There are live waveforms going across the screen. All the beds are locally filed. After performing a restart the data comes back, and all the functions work normally. The cns still saves review data while the device is having the issue. Nihon kohden tech service confirmed by checking the review data after the restart and for the times the issue was occurring. When you go to network information, the host table is blank. During all this the live waveforms still come across. The users do not know the issue happens until they try to use some of the features mentioned. No patient harm was reported. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Central nurse's station(s) model: ni sn: ni. Bedside monitor(s) - bsm-6000 series model: ni sn: ni. Telemetry transmitter(s) - gz series model: ni sn: ni.